Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was low blood glucose. Blood glucose at the time of event was 45 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had ongoing low blood glucose values after blousing and alleged over delivery. Auto mode feature was not active at the time of low blood glucose event. No further complications were reported. The insulin pump will not be returned for analysis.